Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies aneurysm rupture, hemorrhage, and neurological deficits including stroke and possibly death as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a ruptured right distal vertebral artery aneurysm, the aneurysm reruptured during placement of an embolization coil implant; approximately half of the coil length had been deployed at the time of the rerupture. A scepter balloon catheter was advanced to the treatment site to control bleeding. Additional coils were placed through the lumen of the balloon catheter. The balloon catheter was removed and a flow diverter was implanted. The coil that was half-deployed at the time of the rupture could not be advanced out of its catheter; it became stretched and could not be removed from the patient. The patient later passed away due to complications from the hemorrhage.